Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Information for use (IFU): implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. All vad patients face risks including, but not limited to death. Serious and life threatening adverse events, including death and infection have been associated with use of this device. Neurological dysfunction and death are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. With review of the available clinical information there is no indication of any device malfunctions or performance issues impacting the event.  Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors.  The device return sheet from customer service states the event is not device related. Other causes for embolic stroke include: carotid artery disease without involvement of pump, stenosis pre-existing carotid or cerebral artery stent.  The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported through customer service: "cs notified on (B)(6) 2016 that patient expired on (B)(6) 2016 due to embolic stroke. Patient was withdrawal of support. Pump not retrieved. Per doctor note "patient did not wake up appropriate"." The manufacturer representative stated that at the time of death there was no communication from the implanting center to the clinical specialist for this site that cast suspicion that the cause of death was related directly or indirectly to pump or peripheral equipment malfunction. There was no request to return pump or equipment to manufacturer for analysis, so no complaint was filed. It was stated per the attending physicians note: the patient "did not wake up appropriately following sedation hold today prompting a stat head CT which unfortunately shows a massive embolic cva -involving the left and right post cerebral arteries and nearly the entire left mca territory. Significant edema and impending herniation. Neurosurgery has evaluated and do not feel that acute intervention would impact outcome." It was stated from the site that the pump and equipment will not be returned to manufacturer. It was further stated by the attending heart failure cardiologist at the time of the patient's death: "did not feel the pump or the external equipment failed or was the direct or indirect cause of the patient's death". No additional information was provided.

Manufacturer narrative:
Add. Info received: it was reported from the site that a carotid doppler was done pre-operatively on (B)(6) 2016: there is less than 50% stenosis in the ica bilaterally. There is greater than 50% stenosis of the right eca. It was further stated that there would be no autopsy done and the diagnosis was embolic cva. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.